Event description:
It was reported that upon interrogation, the pulse generator exhibited backup bvvi operation. After a device software download, normal device function resumed. No patient symptoms were reported.